Event description:
Pt reported having some cartridge/adapter issues and pt was hospitalized for low blood glucose in 2005. Pt was unconscious; blood glucose level at the time of arrival at hosp in unknown. Pt was treated with a glucose IV while continuing to wear the device; glucose level rose and dropped. The nurse advised pt to remove device and replace with backup device. Pt ignored the nurse's advice and continued to wear device. Pt was discharged same day. Pt experienced another low glucose episode eight days later while sleeping and wearing the device. Spouse woke pt and fed pt juice and chocolate milk.